Event description:
Patient called to report product issues for himself and his wife regarding the abbott libre 2 cgm and sensors. Patient stated that him and his wife experience a 75% startup failure rate with the sensors. Patient stated the sensors will give erroneous results sometimes 90 points lower than what the blood sugar is. Patient said on saturday night he got a low alert 4 times that read 59, but after checking with a finger stick it was 149. Patient stated he is reporting because if someone were to treat with insulin based off the erroneous readings it could be life-threatening or even kill someone. Patient stated the MFR will overnight new sensors as a fix to the issue but says this is still a big problem and even the replacements they send will fail.